Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be reproduced. However, the cables and boards were reseated. The system was then found to be operating as intended.